Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a valve leak issue was observed. The valve of the sheath was defective. It was leaking. With a new sheath, the valve was fine and everything worked. No patient consequence. Additional information was received on 20-nov-2024. Product was not available for return; product was not used in a patient. Additional information was received on 22-nov-2024. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. Additional information was received on 27-nov-2024. The actual user was unknown.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The investigation was completed 15-dec-2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 60000452 and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H4. Device manufacture date have been added. Manufacturer's reference number: (B)(4).